Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) showed a mid:11 (post nvram) error message was confirmed during functional testing, but it wasn't verified in the system's event log data. The root cause of the mid:11 error was the console's display head battery, which had dropped below critical voltage, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in february 2015 and is more than 10 years old. The expected display head battery life is about 5 years, and no records indicate that this battery had been previously replaced. Correction: h11- additional manufacturer narrative.

Event description:
The customer reported that during the device check, when they powered on the thermogard console (sn (B)(6), it displayed a mid:11 (post nvram) error message and a beeping noise. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) showed a mid:11 (post nvram) error message was confirmed during functional testing, but it wasn't verified in the system's event log data. The root cause of the mid:11 error was the console's display head battery, which had dropped below critical voltage, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2015 and is more than 10 years old. The expected display head battery life is about 5 years, and no records indicate that this battery had been previously replaced. The thermogard system failed functional testing upon powering up due to the mid:11 error message. The console's display head battery was replaced to remedy the reported complaint. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).